Event description:
The universal high torque drill was sent for evaluation due to overheating. There was no pt involvement; no adverse event was associated with the device.

Manufacturer narrative:
The device was received for evaluation; additional info will be submitted once the quality investigation is completed.